Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a cracked connector at the connector part, discolored electrical contacts at the connector, damage to the main body of the head at the lens, and a corroded scope mount at the head section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had a flickering screen while using a laser. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a scope communication error code and an image failure due to flooding of the head imaging/cable section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: watertightness failure. Based on the results of the investigation, it is presumed that e216 error occurred due to flooding at cable and imaging part. It is presumed that flooding occurred from damaged part on the main body and the device was broken. Olympus will continue to monitor field performance for this device.